Event description:
It was reported that a person using the ilet experienced hyperglycemia with a sensor glucose reading of 316 mg/dl after eating a large dinner without making a meal announcement. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included case triage and user education on proper meal announcement and hyperglycemia management. Investigation of this case revealed no device malfunction and suggested user-related use error associated with missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with a likely contribution from user handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.